Event description:
It was reported that the patient has experienced no stimulation sensation since her cystoscope procedure. She had a dull pressure pain in her bladder. Her symptoms were still being controlled. She was at home. Further information is being requested to the hcp.

Manufacturer narrative:
(B) (4) (no stimulation) - (B) (4)